Manufacturer narrative:
The insulin pump was received two buttons that had intermittent button response due to corroded keypad traces. The unit functioned with its normal operating currents and there was no off no power, low battery, battery out limit, failed battery test alarms during testing. There were no numbers ramping during testing either. The following cosmetic damage was noted on the device: minor scratches on the lcd window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at a reservoir tube window corner, and a shifted end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 192 mg/dl. The customer stated that her menu kept scrolling up without her input while she was trying to administer a bolus. She removed the battery but then the pump became completely unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.